Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was received from the clinical staff with alarm 113s (reduced water temperature control). Per wo notes, an evaluation of the device showed a likely chiller failure. Chiller temperature (t4) had remained in the 30c range. Per sample evaluation results received via task on 26jan2026, it was reported that the hot side spade connector between the power inlet module and the ac main voltage circuit card has blackened.

Manufacturer narrative:
The reported event was confirmed. The root cause for the reported event could not be determined. The device was evaluated upon receipt. During evaluation the hot side spade connector between the power inlet module and the ac main voltage circuit card was found to have blackened. Replaced the ac main voltage circuit card. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions for use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. Corrections: d, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was received from the clinical staff with alarm 113s (reduced water temperature control). Per wo notes, an evaluation of the device showed a likely chiller failure. Chiller temperature (t4) had remained in the 30c range. Per sample evaluation results received via task on (B)(6) 2026, it was reported that the hot side spade connector between the power inlet module and the ac main voltage circuit card has blackened.